Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mbj028, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke very easily. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/25/2020.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/17/2020. Additional h3 investigation summary a paper lid and a used suture piece of product code 1673b, lot # mbj028 were returned for analysis. During the visual inspection of suture, the suture ends were noted with lineal cut that appears to be by use of a surgical instrument. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause of the performance - breakage suture was an improper handling. In addition, the tested samples met the finished goods requirements.